Event description:
The customer contacted baxter's service center reporting an alarm the previous night during initial drain on the homechoice (hc) and during troubleshooting the home patient (hp) stated he had a check lines and bags alarm noting there were clamps open on two of the lines. The the drain volume (dv) was equal to 0ml, the last fill volume (lfv) was 2000ml and the initial drain alarm was 1400ml. The hp stated they ended therapy early last night because they kept getting a low drain volume alarm. The technical service representative (tsr) assisted the hp to do a test fill. The fill volume (fv) was equal to 70ml and the manual drain (md) was 36ml. The hc alarmed check lines and bags. The hp stated they had two lines in his organizer that were open and there was air in the system. The tsr assisted the hp to end therapy. The tsr advised the hp to dispose of all current supplies and start over using all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing (without alarm), which is indicative of a potential malfunction of a disposable device. The patient reported that the lines in the organizer were open, which is a use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.